Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative indicated that overdischarge was confirmed and attributed to patient compliance. Resolution steps in cluded meeting with the patient multiple times to recharge and reset the ipg. The issue was resolved following replacement with a primary cell system. The information was confirmed by the physician.

Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that manufacturing rep noticed the patient's implanted neurostimulator had been depleted for a while; pt claimed 1 month, but rep said they had a lot of compliance issues in the past with the pt, so they would not be surprised if it was longer. Rep. Said the patient was very thin(about 89 lbs) and the patient could feel the implanted neurostimulator when the recharger was positioned over the dbs. Implantable neurostimulator (ins) would not connect to recharger to charge. Ins would also not connect to pt programmer. Reposition antenna message was received. Tech services discussed overdischarge and suggested physician reset mode.